Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Towards the end of a routine hemodialysis treatment, it was reported that a venous pressure high alarm occurred. It was determined that the disposable set was clotted. Rinseback not performed resulting in a blood loss of approximately 210cc. No medical intervention required.

Manufacturer narrative:
Reported blood loss has been attributed to inadequate heparinization. The pt's routine treatment time was extended without a corresponding increase in routine heparin dose due to need to remove additional fluid. The cycler alarmed appropriately to the clotting condition. There is no evidence of a device malfunction. The pt's heparin dose has now been increased. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided. This report and the information contained herein is submitted to the food & drug administration under 21 cfr part 803 and represents the information available to the company at the time of the report. The event does not constitute an acknowledgement that the events herein occurred, the information is accurate in any respect, the company was negligent or responsible for wrong doing, and it does not constitute an admission that the device is defective, or that the device malfunctioned or otherwise failed to perform in any manner, or that the device caused or contributed to an injury or death.